Manufacturer narrative:
Further information received on 04/27/2017 confirmed that the contact lens power associated with the reportable incident is -1.75 med; there is no report of a complaint or malfunction involving the -2.50 med power previously reported under manufacturer report number 3006186389-2017-00029. Please reference manufacturer report number 3006186389-2017-00028 for information regarding the reportable incident that occurred.

Manufacturer narrative:
The lot number has not been provided; however two unique product identifiers were reported for this patient on (B)(6) 2017 (contact lens powers -1.75 med and -2.50 med); at the time of this report, it is not known which contact lens power is associated with the event. This report is being submitted to represent the contact lens power of -2.50 med reported; an additional report will be submitted under manufacturer's reference number (B)(4) to represent the -1.75 med power reported. The complaint sample has not returned for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
It was reported by an optician on (B)(6) 2017 that, having worn this type of contact lens for years, a consumer was diagnosed with an ulcer on (B)(6) 2016 and was also found out to have (B)(6) at a later stage. The consumer was reported to be wearing the same type of lens at the time of report. Further information received from the optician on (B)(6) 2017 stated that the diagnoses of ulcer and (B)(6) were provided by an ophthalmologist. Further information was received on (B)(6) 2017, it was reported that only the patients right eye (od) was affected. The "spot" (ulcer) was located on the peripheral at the nasal side and it also state that "injury always visible," indicative of scar. The prescribed medication was unspecified, as was the modality and duration of treatment. Additional information has been requested but not yet received.